Manufacturer narrative:
If explanted; give date: not applicable; there is no indication the lens was explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA (B)(4). Device manufacture date: unknown, as the serial number of the device was not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00v tecnis multifocal iol (intraocular lens) had cracks around the lens at the time of implantation. During the implant, it was noted that there was a slight resistance when the delivery system screw was rotated. There was a crack in the surrounding lens. The lens was left intact in the patient's eye. There was no issue with patient's eyesight and no patient injury was reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.